Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that patient suffered an unexpected hemolysis. The failure occurred on the sixth day of usage. The urine of the patient turned brownish. The hls set was exchanged to another ECMO set from fresenius. There was no more hemolysis. Therefore the customer suspect that there is a malfunction of the hls set. The affected product was investigated by the getinge laboratory on (B)(6) 2023. There was no visible damage on the product and all function tests passed as per specification. Small clots were identified. Therefore, the failure could not be confirmed and the exact root cause remains unknown. As a possible root cause an usage error or used medication should be taken into consideration by the customer. Referring to the instruction for use of the hls set advanced (chapter 4.2 safety instructions for the extracorporeal circulation) it is stated that no anticoagulation or insufficient anticoagulation cases occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. The production records of the affected product were reviewed on (B)(6) 2023. According to the final test results, the modul passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported event "hemolysis" could be confirmed, but was no device related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
The patient discovered to have unexpected hemolysis on day 6 of usage. They changed to another ECMO set and there is no more hemolysis. So the user suspect there is malfunction in the oxygenator. Complaint ID: (B)(4).